Manufacturer narrative:
The reported events of high pacing lead impedance and a stylet that could not be inserted were not confirmed. As received, a complete lead was returned in one piece. Electrical tests and an x-ray examination did not find any indication of conductor fractures or internal shorts. A visual inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited high pacing impedance. It was also observed that the guidewire failed to advance in the right ventricular lead. The right ventricular lead was not used and replaced. The patient experienced no consequences.